Event description:
The housekeeping staff reported an out of service bed in the hallway that has hi/low problems. The head hi/low won't go up.

Manufacturer narrative:
Technician found the head hi/low valve stuck. Technician replaced the head hi/low valve and bled the hydraulic system. No injury reported.